Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and three watchman laa closure device & delivery systems (wds) were used. The first two devices were used and needed to be fully recaptured due to not meeting release criteria. The third device was positioned and deployed in the laa. Similarly to the other devices this device did not meet release criteria and needed to be fully recaptured. During the recapture, the was became kinked. The closure device was recaptured successfully and the procedure was ended. The procedure was not completed due to the patients anatomy. Post procedure it was reported that the patient vomited. There were no other patient complications. The patient is doing fine and has been discharged home.